Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touchscreen is now cracked. Reportedly, only the bottom half of the screen is responsive. There was no impact to customer's blood glucose level. Customer has back up injections for insulin therapy.